Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. Repositioning was performed but this did not resolve the problem. It was later exchanged with a longer length lens and the problem was resolved.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: rotation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, in liquid with residue/debris on the lens. Visual inspection found no visible damage to the lens with fiber on the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).